Event description:
Multiple failures of insulet corp's omnipod insulin delivery system. Greater than 60% failure rate for the omnipod medical device at present time. Insulet corp has been contacted multiple times regarding the failure and at no time has requested that any of the omnipods be returned for investigation as to why failure rate has been so extensive. The omnipods have been failing and alarming during the initial filling or priming period of system activation prior to being attached to the pt for use. Additionally, one "replacement" omnipod that was received from insulet corp was alarming in the box that delivered by the parcel carrier and had not even been removed from its protective packaging. Insulet corp's customer service reps have advised user to dispose of each and every defective product every time they have been informed regarding these specific loading and priming failures. Diagnosis or reason for use: (B)(4).